Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected, the reported problem occurred outside clinical use. It was reported that both indicators on the wireless footswitch were off. A philips service engineer inspected the system onsite and identified that the wireless footswitch could not be charged. The engineer replaced the wireless footswitch and wireless base station which solved the issue. Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.